Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp with a broken prong and stuck ejection pin in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.